Event description:
The patient received her scs system, including a neurostimulation receiver, on (B)(6) 2003. It was reported the patient experienced a complete loss of stimulation after a recent fall. The receiver will be explanted and replaced. It is currently unknown if the explanted receiver will be returned to the manufacturer for analysis. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.